Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged off the balloon during preparation, before use. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
.